Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient presented for a whole system explant procedure. Upon interrogation, noise was observed on both right atrial (ra) lead and right ventricular (rv) leads. Also, fluoroscopy showed externalized conductor on the rv lead. The device and leads were explanted and replaced. The patient was stable through out the entire procedure. Related manufacturer report number: 2938836-2019-06662. Related manufacturer report number: 2938836-2019-06663.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.6cm was returned for analysis. Internal insulation abrasion was noted at 9.0-10.7cm, 19.9-20.3cm, and 26.0-26.9cm from the distal tip, breaching various cable lumen. Externalized conductors due to internal insulation abrasion were noted at 9.4-12.6cm from the distal tip. External insulation abrasion was noted at 39.1-39.9cm from the distal tip, consistent with lead friction to another implanted device or feature of the heart. Internal insulation abrasion was noted under the right ventricular shock coil at 3.6-3.7cm, 4.6-4.7cm, and 4.7-4.9cm from the distal tip breaching various cable lumen. The etfe coating was intact and the inner coil was not exposed at these locations. Internal insulation abrasion was noted at 22.3-25.2cm and 31.5-32.7 from the distal tip. The etfe coating was abraded and the inner coil was not exposed at these locations. Internal insulation abrasion was noted under the right ventricular shock coil at 3.7-3.8cm from the distal tip. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise. Other damages found are consistent with procedural damages.